Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose value was 344 mg/dl. The customer also reported that the insulin pump alarm no delivery. The customer stated that the insulin exited. Troubleshooting for the motor error was not performed. The device will not be returned for analysis.